Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running untrue and vibrated. It was further determined that the lock sleeve was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the lock sleeve was too loose on the burr attachment device. During in-house engineering evaluation, it was observed that the device was running untrue and it vibrated. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.